Event description:
The customer reported the device displayed a speaker malfunction inop and had no audio. The device was not in use on a patient.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device displayed a speaker malfunction inop and had no audio. There was no adverse event reported.